Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4. Two clips were implanted, reducing mr to a grade of 1-2. One of the clips detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was unknown when the slda occurred. On 08august2024, the patient underwent an additional mitraclip procedure, and two clips were implanted.